Event description:
The pump was returned for investigation. Investigation revealed that the up arrow and down arrow keypad buttons were intermittently unresponsive and there was contamination under all key contacts. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
(B)(4): evaluation revealed that there was no physical damage to the keypad. The ok and contrast keypad button symbols had worn off, which has no effect on insulin delivery. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive; the ok and contrast keypad buttons responded appropriately. The keypad was removed and contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.